Event description:
It was reported that the right ventricle lead exhibited high pacing thresholds. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found that the proximal insulation was abraded at 55.5 cm to 56.3 cm from the connector pin. The proximal coil was exposed in the same area. The abrasion is consistent with that of exposure to friction with another implantable device.